Event description:
It was reported that the patient alert was triggered due to a right ventricle (rv) coil impedance spike and increased superior vena cava (svc) impedance. High impedance and fluctuating impedance was also observed. Pocket manipulation generated oversensing and noise on the rv lead and a fracture was suspected. The physician attempted to extract the rv lead but there appeared to be too much scarring. A portion of the lead was cut and the lead was capped. It was also reported that during the implant attempt of the new rv lead, the lead would not advance past the svc coils of the existing leads. After multiple attempts, the physician visually inspected the lead and noted disruption of the rv coil conductor on the proximal portion of the coil. The lead was not used and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. However, it was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, and there was apparent explant damage. Visual analysis revealed that only a 17cm proximal segment was returned. (B)(4) the full lead was returned, analyzed, and the defibrillator conductor distorted was found to be distorted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was torn, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.